Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure it was observed that the cylinder on the right side had broken down to the dacron mesh. The patient did not experience adverse events and was said to be good following the procedure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure it was observed that the cylinder on the right side had broken down to the dacron mesh. The patient did not experience adverse events and was said to be good following the procedure.